Event description:
Report receved from clincial study that approximately 1 month post impant the pt suffered a myocardial infraction. There was no known cad prior to avr and the pt was on warfarin at the time for chronic atrial fibrillation. The product remains implanted.